Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the forensic memory log. An exhalation system failure error was observed which can be caused by, but not limited to, a blockage of the exhalation valve, an occlusion/kink in the exhalation valve tube, or a pinched patient circuit line. The presense of this alarm is not an indication of a device malfunction. The device was put through extensive testing without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.